Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had high lead impedance readings after the vns was turned back on after a dental surgical procedure. The vns disabled and x-rays were taken, which did not identify any anomalies per the reporter; the x-rays will not be forwarded to the manufacturer. It is unknown if the patient has had any trauma or if device manipulation occurred. Vns surgery is likely. Attempts for further information are in progress.